Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular (rv) channel had low sensing that resulted in inappropriate therapy. During the lead replacement procedure, no damage was found on the rv lead. The lead was capped and replaced and the patient was stable.